Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the flow sensor assembly was observed to be broken. The device's flow sensor assembly was replaced to address the issue.